Event description:
It was reported that the patient was seeing the out of regulation (oor) message. This had been seen 4 times, starting in december and occurring within the last 2 weeks prior to the report. The patient was seen in december and impedances were in range and some reprogramming was done. When the patient took the batteries out of the programmer, the oor would disappear. The patient was getting effective therapy and the system was working as expected. The impedance test run the day of the report showed all impedances in range. The patient also stated that when he was walking and standing it felt like the stimulator would turn off. This occurred very fast, and usually lasted about one second. It turned back on automatically. There was no pain when the device came back on. It was recommended that the patient track the implant battery level when the oor occurred. It was further stated that no malfunctions were seen to be responsible for the oor. No interventions had been done and the patient was still receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).